Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right ventricular lead failed to sense and after multiple attempts of re-positioning the lead it was misshaped. The lead was not used and replaced during procedure. There were no patient consequences.